Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. Functional testing could not be performed due to the condition of the returned pressurewire. The presence of a dried salt-like substance inside the covering of the sensor element can affect signal readings, which precludes further signal testing. Electrical testing of the guidewire revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported issue remains unknown.

Event description:
During the procedure, a dissection occurred. The device was used for index of microvascular resistance (imr) and coronary flow reserve (cfr), as well as absolute flow measurements. The first device was used, but the device was unable to equalize. Another device was used with a 5f guide catheter, as the patient experienced a spasm on their arm. The catheter was placed in the right coronary artery and the device was placed in the vessel, but prior to equalization it was noted that the device was not in the vessel. A dissection occurred, and the artery was treated with three drug-eluting stents after balloon dilatation. No other measurement was done and the percutaneous coronary intervention result was good, so the procedure was completed. The patient was stable.